Manufacturer narrative:
Image review: a pre-implant patient executive summary was not available for review; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Four fluoroscopic images were available for evaluation. Fluoroscopic valve load inspection images were not provided; therefore, appropriate valve loading could not be confirmed. One image, presumed to be obtained prior to final valve release, does not allow for accurate depth assessment due to parallax at the inflow portion of the valve. Based on the available imaging, the implantation depth at the left coronary cusp is approximately 3 mm; however, this measurement represents an estimate due to the reason previously stated. Depth assessment at the non-coronary cusp in a cusp overlap view was not available for review; therefore, implantation depth at the non-coronary cusp could not be determined. A subsequent image demonstrates that at a point following release, the valve had dislodged in the aortic direction. The dislodgement event itself was not captured; therefore, the cause of the dislodgement cannot be determined. Documentation indicates that coronary occlusion occurred as a result of the dislodgement and was managed using a ¿loop.¿ it is assumed that this reference corresponds to the use of a snare device to reposition the v alve away from the coronary ostia and re-establish coronary flow. A second valve was subsequently implanted. Frame infolding was observed during valve deployment and appeared to persist following final release. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. As fluoroscopic valve load inspection images of the second valve were not available for review, it cannot be excluded that potential misloading may have contributed to the observed infolding. Another potential contributing factor could be recapture attempts; however, information regarding recaptures was not available. Additionally, frame infolding was not reported as an issue associated with this event; therefore, it remains undetermined whether any intervention was performed to address the infolding. As no additional imaging or procedural documentation was available for review, a comprehensive analysis could not be completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve dislodged, resulting in a coronary occlusion. Subsequently, the occlusion was treated with a "loop", and a second valve was implanted successfully. Additional information was received that a pre-implant dilatation was performed with a 25 mm balloon. A post implant dilatation was performed for valve expansion. The deployment starting point was at the bottom of the pigtail. The valve dislodged aortic. Prior to dislodgement, the valve implant depth was at 3 mm. The first valve was deployed up to the aortic arch, and then the second one was placed.